Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that the interstim therapy never worked very well for them. Patient has not seen their doctor about it since covid. The patient was redirected to their healthcare provider to further address the issue. Patient stated that one time when going through the grocery store security about a year ago patient got shocked between their legs. Patient states that only happened once and now they try and walk through the center of the security devices. No further complications were related at this time.